Event description:
It was reported that during routine follow up, the physician observed noise recorded in the arrhythmia logbook for this right ventricular (rv) lead. Some impedance outliers were observed as well. Reportedly, the rv lead is probably fractured and the patient was hospitalized until the lead revision is performed as it is already scheduled. The lead remains in service at this time. No additional adverse patient effects. Additional information provided indicates the device system revision was performed, in which the rv lead was surgically abandoned and successfully replaced. In addition, the physician decided to explant and replace the pulse generator in the same surgical intervention. The rv lead is not expected to be returned as it was abandoned and remains implanted. No additional adverse patient effects were reported.